Manufacturer narrative:
Secondary surgery.

Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) in 2009. The lens was explanted the following month, due to low vaulting. The lens was exchanged for a longer lens. The patient's current bcva is 20/28.